Event description:
The following has been reported by customer: machine set at 60 ml/hr, not running at this rate. 500 ml run over 2hrs. Order 1000ml at rate of 60ml/hr, machine set for same and running for same . However, drip rate and volume infused noted to be approx. 500 ml infused over 90 min. Machin stated: vi: 108 ml, and 892 ml/14h52. Machine did not deliver the set rate. Level of harm reported as temporary moderate. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The vi (volume infused) of 108ml was found in two infusions (4ml and 104ml) in line with the programmings. Investigation revision: following reception of new documents. The reported device was not returned to brézins for investigation but was checked locally. According to provided information (with photos), the flow rate actually infused is much higher than that programmed or displayed by the pump. Device log was reviewed and nothing was found that could confirm the reported event. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.